Manufacturer narrative:
E1- initial reporter facility name: (B)(6) hospital. E1- initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the procedure was cancelled. A ffr link was selected for use. During preparation, outside the patient, it was noted that the power cord of the ffr link was kinked, had poor contact, and was not properly connected, which prevented the pressure guidewire from being used. As a result, the procedure was not completed due to this event. There were no patient complications, and the patient was stable post procedure.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital (B)(6). E1: initial reporter phone: (B)(6). Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Risk review if completed: a risk review was completed and confirmed that the event of cancelled/rescheduled - post sedation/sedation unknown (prolonged procedure moderate) was defined in the risk documentation. These event type have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned an investigation conclusion code of cause traced to component failure. This conclusion was selected because the reason for the ffr link was kinked and had poor contact was most likely determined to be ffr link power cord was fractured based on the based on the field service engineer (fse) analysis onsite and additional available information.

Event description:
It was reported that the procedure was cancelled. A ffr link was selected for use. During preparation, outside the patient, it was noted that the power cord of the ffr link was kinked, had poor contact, and was not properly connected, which prevented the pressure guidewire from being used. As a result, the procedure was not completed due to this event. There were no patient complications, and the patient was stable post procedure.